Manufacturer narrative:
(B)(4). (B)(6) software was utilized and downloaded trace/history files properly. Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error alarm (variable 3) confirmed in the pump history. Used a test keypad assembly and performed the self test and no pump error alarm and the audio tone volume functioning properly. Perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 6. In conclusion, pump error alarm (variable 3) confirmed in the pump history due to broken trace at u1 pin 6 (sda) on keypad assembly. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Insulin pump received with cracked battery tube threads, cracked case (battery tube). Insulin pump p-cap / test reservoir lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm after a self test. Customer stated second time it was all okay. Customer experienced high blood glucose of 23.8 mmol/l. The insulin pump was returned for analysis.